Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification with a loose chip was noted. Functional testing performed included leak testing, clear passage test, clamp function test. All functional testing performed was acceptable. The reported connection issue was verified. The cause was determined to be a manufacturing issue. There is a CAPA for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a tube of transfer set disconnected with solution tube. This event occurred during use while the patient was connected. The patient went back to the hospital to replace the transfer set with a new one. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.